Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 193 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no unexpected numbers scrolling during testing. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator, and battery tube assembly during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.